Manufacturer narrative:
Product ID 3889-28, lot # v956822, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information reported that the patient experienced a loss of therapeutic effect and not stimulation sensation from their implantable neurostimulator (ind). It was also reported that the patient had a lot of back problems and that they needed an MRI of the lumbar spine. On (B)(6) 2013 the patient had on their back and it was hoped to also remove the ins system but the surgeon was not familiar with the device and did not know how far the leads went down. The physician then just closed the incision. The patient then developed an infection around the back surgery incision site. Follow up information received 6 days later reported that the patient stopped getting effect but it was unsure why. On (B)(6) 2013, the ins and lead were explanted due to the need for an MRI for the patient's back problems. It was also felt that the device was "not working anyway" so the patient also desired to have it removed. The patient outcome was reported as no injury.

Event description:
It was reported that the patient fell and was hospitalized due to the fall and the concussion. After the fall, the patient noted she never felt stimulation. Her doctor tried to reprogram and was not able to restore stimulation. The patient indicated that the doctor never did an x-ray to verify if the lead was in the correct position, rather when the doctor was unable to restore stimulation, he turned off the battery. The patient stated that she was having back surgery in the next month or so, and at that time the device and lead would be removed so that the patient would be able to have mris. Additional information has been requested, and when received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3889-28, lot# v956822, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).